Manufacturer narrative:
Nvestigation summary: three (3) photos were provided by the customer showing the microclave separated from the tubing. Received two (2) used 011-h2913 ext set w/2 clave for inspection. The proximal microclave was separated from the tubing on each set. Evaluation of the bonds showed insufficient solvent coverage. The reported complaint can be confirmed. The probable cause is due to a manual bonding error in the assembly plant. Lot history review: the lot history was reviewed and the following ncmr was found: ncmr 31858 lot#: 14472732. What? During a functional test at 10 psi at op. 41 (assembly), quality control detected leaks in (B)(4) units at the joint of the 1.5¿ r1-3546 tubing (part no. X1-5040). This occurred under order no. (B)(4), item (B)(4) on (B)(6) 2025. Affected quantity and sampling results (fail/pass): two out of the (B)(4) units inspected during the quality sampling were found to have the defect; consequently, the entire order¿totaling (B)(4) units¿has been placed on hold.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding an ext set w-2 clave where it was stated that during the administration of intravenous medication, the valve connected to the venous catheter broke, causing difficulties and delays in the delivery of the necessary medication at the time of the incident. The event was noticed when it was observed that the anesthetic was not entering the intravenous line. According to the report, the patient experienced an anesthetic complication and there was a delay in the administration of therapy; however, no harm resulted from this event.